Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case on lcd window corners and battery tube threads. Insulin pump received with a minor scratch on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting a button error alarm on her insulin pump. Customer's blood glucose level was 321 mg/dl. Customer said she ate breakfast and then tried to give herself a bolus delivery. The buttons were not working. She changed the battery and now the device is alarming button error. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.